Event description:
Pediatric male patient intubated overnight for worsening hypoxia in the setting of pneumonia, was previously on bipap. In the morning, respiratory therapist (rt) changed in-line suctioned ballard changed to appropriate ballard. Noted to be unable to pass catheter. Temporarily able to suction patient, with his head hyperextended. However, quickly developed changes in heart rate (hr) with desaturations, and decision made to exchange endotracheal tube (ett). Patient had 6.0 micro cuffed ett in place (one currently being removed from being stocked due to known issue of kinking at balloon insertion-site). Ett exchanged for non-micro cuffed 6.0 cuffed ett. Old ett with notable kink in tube.